Manufacturer narrative:
Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: 2016-55323

Event description:
An optometrist reported increased light sensitivity in a patient's left eye following lasik surgery. Steroid drops were restarted on a taper. Upon one week follow up, light sensitivity has resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.